Manufacturer narrative:
The lot number of the device was not provided by the user facility; therefore, the manufacture date is unknown. The device has been implanted; therefore, a device evaluation can not be performed. The relationship between the suspect device and the reported event is undetermined. The november 2007 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
An ultraflex covered ng esophageal stent was implanted in a male patient (weight unknown) in 2007. According to the complainant, two in a half weeks , the patient was readmitted to the hospital "because he was not able to swallow." Endoscopy revealed that the "ultraflex-stent was full of food. For the following two days, the patient was permit[ted] only to drink. After the two days, [the physician] performed [a second] endoscopic inspection. [Most] of the food [had] advanced to the stomach and [the physician] detected [that at] the distal end of the stent [some of the loops of the nitinol wire [were] sticking to the inside of the lumen." The physician indicated that "this was the reason the food obstructed the stent. [The physician] removed [the] loops with a hood knife and the patient is able to swallow." At the conclusion of the procedure, the patient's condition was reported as "good."